Manufacturer narrative:
No actual product was returned for inspection. Returned photograph shows one tapered screw-vent implant package and vial with implant and mount within. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were three additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The returned photographs show one tapered screw-vent implant package and vial with the implant and mount within. Hhe 2017-475 was initiated, and a recall of this product¿s lot under zfa2017-475. Complaint indicates the implants ordered had missing features from what was stated on the label. The alleged event is confirmed based on CAPA analysis of the reported lot. Analysis of this lot determined the following root cause,: "transfer trays carrying parts from one operation to the next did not have identification.¿ a product recall was initiated to capture this problem under (B)(4). The complaint is considered confirmed based on this analysis. UDI# (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
The following section were updated: report type changed: "from adverse event to product problem". Outcomes attributed to adverse event check mark removed . Date of this report. Updated complaint report. Date received by manufacturer . Type of report. Type of reportable event changed from: "serious injury to malfunction". Follow-up type. Manufacturer narrative.

Event description:
The doctor indicates that during surgery on (B)(6) 2017, when he opened the blister packaging of implant (tsv4b10), they did not have 1 mm. Machined collar as stated on the packaged, they had microgrooves collar. The doctor did not place any other implant during the same surgery. On sep 22, 2017 the sales representative reported that the doctor informed him he had actually placed another implant during the same surgery.

Manufacturer narrative:
No patient information was provided. Product has not been returned to the manufacture.

Event description:
The doctor indicates that during surgery on (B)(6) 2017, when he opened the blister packaging of implant (tsv4b10), they did not have 1 mm. Machined collar as stated on the packaged, they had microgrooves collar. The doctor did not place any other implant during the same surgery.